Event description:
It was reported by service report that the fowler could not raise or lower. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: fowler actuator weldment box.